Event description:
It was reported that the nurse was getting non recoverable alarm 80 (control processor) in an arctic sun device. Guided through turning device off and on. Device alerted that it needed water. Drained water from pads and resumed therapy. Flow rate (fr) was 1.3lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.